Manufacturer narrative:
The initial MDR 2432235-2017-00547 was filed on (B)(6) 2017. Additional information (10/12/2017): the customer service engineer (cse) tested dilute solution 98 times and quality control (qc) 10 times and the results were satisfactory.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin ultra result. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a system check and no issues found. The cse replaced the rinse blocks. The cse performed a reproducibility precision run with no discordant results. A siemens headquarter support center (hsc) specialist evaluated the data related to the event. Troponin is a low relative light units (rlu) result range. This means that any change in the quality of the wash performance or the sample preparation can create enough change to cause a discordant result. The cause of the discordant troponin ultra result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high troponin ultra result was obtained on one patient sample on an advia centaur cp instrument. The initial result was reported to the physician(s), and the patient was hospitalized as a consequence. A different sample was tested on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high troponin ultra result.